Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37713, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3998, lot# l95425, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3888-28, lot# l48139, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported that the patient was unclear on the dates for when they had the ¿generators¿ moved from the buttock to the side under the clavicle. Additional information has been requested, but it was not available as of the date of this report. Please refer to manufacturer report number 3004209178-2013-21051 and 6000032-2013-00311